Manufacturer narrative:
Additional clarification from the clinician is pending. Testing of qc reserve samples is on-going.

Event description:
The doctor stated that the patients, who had collagen tape placed, had dry sockets with grey purulent material. One patient had multiple extractions and developed dry socket/infection in the upper quadrant where they placed the collagen tape. Dry socket packs were placed to circumvent this complication. There was no delay in healing or patient injury reported.

Manufacturer narrative:
Additional clarification from the clinician has not been received. Additional qc testing of a reserve sample for sterility confirmed that the product met acceptance criteria.